Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the customer may continue using it. The customer was advised to call back if the malfunction recurs, which the customer understood and acknowledged.